Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. Troubleshooting was performed and found that the basal rates were programmed incorrectly. The time on the insulin pump was one hour ahead. The customer was assisted with correcting the basal rates and the time. The insulin pump was reading the reservoir volume correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.